Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical, visual, and x-ray examination was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead exhibited high pacing impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.